Event description:
It was reported that during insertion of the intra aortic balloon, difficulty was encountered passing it over the spring wire guide. The intra aortic balloon was removed and replaced with no pt complications.